Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. 1 event had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 6 events were reported for this quarter. Product return status 3 devices were evaluated based on historical data analysis. 3 device investigation types have not yet been determined. Additional information 6 devices were labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. 1 event had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 previously reported events are included in this follow-up record. Product return status: 5 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. 1 event had no patient involvement: no patient impact. 5 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 previously reported events are included in this follow-up record. Product return status: 6 devices were evaluated based on historical data analysis.